Manufacturer narrative:
H10: the device was received for evaluation with the connectors cut off. A visual inspection was performed with naked eye and no issues were noted. Functional testing including leak and clear passage testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the patient line of a homechoice cassette set which caused a leak. This occurred during dwell one of four of peritoneal dialysis therapy. The patient was connected at the time of the event. Renal therapy services (rts) assisted the patient in ending the therapy session and in removing the supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.